Event description:
Rn went to start piv with 22g piv needle/catheter, the needle barely penetrated the skin and the catheter would not go into the skin. This rn retracted the needle to discover the catheter was frayed and squared off.